Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 scs leads with the same lot number. It was reported the patient was experiencing auto-reduction. Diagnostics showed invalid impedance values for the scs lead(s). It was also reported an sjm representative was unable to resolve the issue with reprogramming. Follow-up identified the patient's scs system was explanted and replaced (ipg was explanted/replaced as a precautionary measure). The patient received effective stimulation post-operative.